Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery was non-functional and would not power on a test monitor. Upon evaluation, there was liquid contamination on the pca and battery cells. The cause of the inability to power a monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.